Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure on (B)(6) 2014, due to skin overgrowth at the abutment site. The excess skin was excised. During the same procedure the abutment was exchanged. The implanted device remains.